Manufacturer narrative:
Citation: gorla r, et al. Transcatheter aortic valve implantation with the portico and evolut r bioprostheses in patients with elliptic aortic annulus. Eurointervention. 2020 apr 3;15(18):e1588-e1591. Doi: 10.4244/eij-d-19-00115. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of paravalvular leak (pvl) and device success rates following transcatheter aortic valve implantation (tavi) using the portico and evolut r in patients with an elliptic aortic annulus. All data was retrospectively collected from a single center. The study population included 374 patients and was predominantly female with a mean age of 83.6 years. Of those, 263 patients underwent tavi with the medtronic evolut r. No unique device identifier numbers were provided. Among all evolut r patients, 13 deaths occurred within thirty days of tavi. The circumstances of the deaths were not disclosed, and no correlation was made between medtronic product and the deaths. Among all evolut r patients, adverse events included: need for implantation of a second valve; emergent cardiac surgery; permanent pacemaker implantation; mild to severe pvl; and unspecified vascular complications. No additional adverse patient effects or product performance issues were reported.